Event description:
A malfunction alarm with code malf 3 was reported. No specific details were provided about the impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.